Event description:
Reporter stated, the infusion device shut-down without providing an error message. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The soft covers of the buttons on the device have been damaged by the user allowing moisture to enter the pump and damage the electronics.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.